Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the steel wire (pull wire) at the handle of the device was fractured. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.